Manufacturer narrative:
(B)(4). Method: the complaint mr850 respiratory humidifier was returned to our fph service centre in (B)(4) where it was inspected by a trained service engineer. Results: inspection of the returned device revealed that the audible alarm could not be heard. Further inspection revealed that the audio transducer was damaged. The visual alarm was operational. A lot check revealed no other complaints of this nature for lot 090904. Conclusion: it is possible that the damage to the audio transducer was caused by some form of physical impact. The complaint device is over six years old. Our mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base. In addition the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.

Event description:
A healthcare facility in (B)(6) reported that there was no audible alarm on an mr850 respiratory humidifier - the visual alarm was operational. No patient consequence was reported.